Event description:
A site representative reported a navigation system axiem that was overheating. No further details regarding this issue, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The fault lamp turned on intermittently on the em module and the "system overheating" error was shown on the navigation system. The axiem box and field generator were replaced to resolve the issue. No parts have been received by the manufacturer.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On (B)(6) 2015, a medtronic representative, following-up at the site, reported that on (B)(6) 2014, this system was used for a procedure with no error message received; on (B)(6) 2014 the medtronic representative tested the device for about 3 hours and no error messages were shown. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The suspect axiem box was evaluated and an electrical problem found. The axiem box tab in the ent application shows red status and has error "high internal temperature". Eminterface indicates a temperature fault on amp pcba c. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. Replacing the axiem box resolved the issue.